Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board and batteries were replaced. Patient information could not be obtained after multiple attempts.,attempts were made as follows: 7/03/18 phone call, 7/06/18 phone call, 07/09/18 phone call.

Event description:
The hospital reported that, at the end of a case, a staff member inadvertently unplugged the anesthesia machine and the unit did not switch to battery backup. There was no reported patient injury.